Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify under delivery anomaly due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Device received with missing reservoir tube o-ring and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump under delivering and was also damaged. The customer¿s blood glucose level was 200- 300 mg/dl. The customer reported that the insulin pump was under delivering because the blood glucose level did not go down even after multiple infusion set changes. The customer also reported that the reservoir was loose in the reservoir compartment and was not locking in place. The customer stated that the drive support cap appeared normal. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.